Manufacturer narrative:
Complaint statement (B)(4). Received 2 racks 454247p/b220738u for evaluation. No photos were provided. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and additive content. All tubes were visually inspected for correct assembly. No deviations were noted. Additive content was found to be within specification in all tested samples. Therefore, the alleged malfunction cannot be confirmed.

Event description:
Customer states 2 locations (both using the same lot number) have had several specimens with clotted plasma after the green gels are spun down. They are using a different lot number, no issues so far with the other lot. This involves multiple patients. Tubes were properly filled to the nominal mark. Phlebotomists perform 3-5 inversions after the specimens are drawn. Centrifugation speed is 5 minutes at 5,000 rpm. Phlebotomists verified there was no pour over from other tubes containing different additives. No hemolysis observed.